Event description:
The patient reported she sought medical attention at the emergency room (ER) due to an issue with the device. On (B)(6) 2025, from 5:32 to 8:31, she experienced symptoms of shaking and sweating, leading to a diagnosis of hypoglycemia. The nurse reported that the patient's blood glucose level was 83 mg/dl upon arrival at the emergency room. The patient was monitored, received insulin, and the pod was removed. The nurse called to inquire about the cause of the low blood glucose levels, alleging a defective pod. Multiple attempts to reach the patient for follow-up were unsuccessful. If additional information is received it will be submitted in a supplemental report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.